Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012609631 was returned and analyzed. Visual inspection was performed and the catheter was received without the guidewire threaded in and the guide wire lumen was retracted. No anomaly was observed along the shaft handle and array area. The slide control function was performed and it moved forward and backward allowing the array to be extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed the catheter programmed for clinical use with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. The continuity test was performed with multimeter and a test catheter interface cable and an open loop was observed at electrode 4. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and the dual lumen. X-ray imaging showed a broken electrode wire inside the shaft proximal to the handle. In conclusion, the loop catheter failed the returned product inspection due to a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, noise was detected on multiple electrodes. The catheter interface cable was reconnected, but the issue persisted. The pfa catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.